Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The voltage verification check passed. The touch screen test failed. When powering on the cycler the ¿ok¿, ¿stop¿, and ¿up/down¿ arrows push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code [2034] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Then, the touch screen test, system air leak test and valve actuation test all passed. A pre-accelerated stress test (ast) simulated treatment was performed at 1000ml for 15 minutes without any failures or problems. There were no visual discrepancies encountered during the internal inspection. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on t1 of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that a liberty select cycler¿s screen was blank during an unknown phase/ cycle of dialysis. The ts agent had the customer reset the cycler by turning off the cycler switch at the back. The screen was still blank upon power up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.